Event description:
The customer reported a leak when using the coulter act diff analyzer. The instrument generated a hemoglobin voltage error and the leak occurred when the white blood cell (wbc) bath overflowed. The leak was approximately 1 ml of fluid that leaked onto the counter. The customer was running quality control (qc) samples when the leak was identified. The customer performed routine troubleshooting and the wbc bath began to drain. The customer resumed use of the instrument, however a hemoglobin voltage error was generated while attempting to run a patient sample. The customer adjusted the hemoglobin voltage and reran the sample. Wbc voteout (a non-numeric error condition) occurred for the sample. The customer replaced the mixing check valves. The operator was wearing personal protective equipment of lab coat, goggles, and gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There were no patient results affected and there were no erroneous results reported out of the laboratory. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
A beckman coulter customer technical specialist (cts) assisted the customer with troubleshooting and had the customer replace the (user replaceable) peristaltic (waste pump) tubing on the side of the instrument. The wbc bath appeared to drain properly. (B)(4). This MDR is related to MDR 1061932-2015-00074 for a similar issue with the coulter act diff analyzer serial number (B)(4), that is also the subject of this MDR.